Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged conductor wire. The instrument was found to have a segment of the conductor wire dislodged from the proximal idler pulley and grip base. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Additionally, the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.80mm. The grips were not found to be cracked. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was turning the 8mm force bipolar instrument when a piece of the metal popped out of place causing issues when attempting to remove the instrument out of the cannula. The entire cannula and instrument had to be removed from the patient. The procedure was completed with no reported injury.